Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right atrial (ra) lead impedance measurements. The patient reported having an episode and went to the hospital. The device was reprogrammed from dual chamber tracking mode to single chamber. As such the atrial led is electrically deactivated. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.